Event description:
Customer reports non specific issue. The unit was sent to a covidien service center. Upon triage, a service tech found 115h and 115n wires in the power cord have exposed bare wires and is a safety hazard.

Manufacturer narrative:
One scd express compression system was returned for investigation for the reported condition of power cord is showing copper wires. The unit was received with damage to the case. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage, and user damage. The service manual instructs the user to periodically inspect the power cord's resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was tested in triage where it failed to power on. An internal inspection of the power supply assembly found a broken post that connects the rider board to the power supply board, attributed to rough handling. The power supply was replaced to correct the problem. Further testing found the unit failed the bladder five leak test. The valve manifold was replaced to correct the problem. The unit was fully tested and passed all operational specifications. The scd express was manufactured in 2009. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.